Manufacturer narrative:
Model number/catalog number: 72404134. Serial number: n/a . Batch/lot number: 1000283643. Model/catalog description: belt cuff fgs 6.0 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1000283399. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1000282167. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence. Preoperative imaging was conducted and reveal a fluid loss within the system. A surgical procedure was subsequently performed, during which the aus was explanted. Upon testing of the explanted device, a hole was identified in the cuff along the mid fold line, consistent with a leak, and attributed to silicone wear. A new aus was implanted. No further patient complications were reported.